Manufacturer narrative:
Age at time of event: the average age was 77.5 ± 8.3 years, so the representative age of 77 has been used. Sex - males were reported in 633 of the gore® excluder® cases (76%), so the representative sex of male has been used. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, occlusion of device.

Event description:
The following information was presented at a conference - japan endovascular treatment conference 2020, jettalks on air (online conference): "advantage and disadvantage of the excluder". User experience with gore® excluder® aaa endoprostheses at the facility was reported as follows: between july 2006 and june 2018, 1485 cases were treated by stent-graft placement for an infrarenal abdominal aortic aneurysm. The gore® excluder® aaa endoprosthesis was used for 832 cases, and other devices were used for 653 cases. As to the 832 gore® excluder® cases, the average diameter of the aneurysm was 5.8 ± 1.2 cm, and the most common comorbidity was hypertension in 645 cases (78%). Postoperative gore® excluder® device limb stenosis/occlusion was observed in 2 (0.2%) cases. It was noted that the occurrence rate was significantly lower in the gore® excluder® cases (p <0.001) than in the other product cases (20 cases - 3.0%). No specific case studies, procedure dates, or event details were available. No causes for stenosis/occlusion or related treatment information was available. The overall performance of the gore® excluder® aaa endoprosthesis was reported as good.